Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had "backed out" of the target branch and the distal lv1 electrode was the only electrode in the target branch. The physician wanted to achieve lv-only pacing so the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.